Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was in good physical condition, and there was no fault found during delivery accuracy testing as the pump was within tolerance. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device delivered an incorrect volume in continuous mode, and it required calibration. The event occurred during self-test, and there was no patient involvement.